Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while trying to test the right ventricular (rv) lead the analyzer froze and then rebooted to an error screen. The customer discarded the analyzer. No patient complications have been reported as a result of this event.